Event description:
It was reported that a physician was not able to interrogate a pt with one of their programming systems. The power light and the data received light was not lit when using the programming wand. They used another programming system and it worked. The serial adapter cable was switched out and attached to the malfunctioning handheld and wand. A successful interrogation was able to be performed on a demonstration generator when the programming wand was flipped over. Product analysis was performed on the programming wand. The serial data cable, which produced communication errors, had an intermittent conductor.

Manufacturer narrative:
Device failure occurred, but did not cause or contributes to a death or serious injury.